Event description:
Asku

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Model and serial no.; manufacturer device codes used. Evaluation summary no anomalies found; full lead returned.